Event description:
It was reported that the tego used during the event has blood in between the silicone and the yellow casing. The patient arrived at the hospital for his hemodialysis session with a stained tego and the catheter where it was placed was clamped. The event occurred during patient use. However; there was no delay in therapy, no adverse event, and no one was harmed as a result of this event. No additional information is available at this time.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Possible lotns 5869683, 5848879. 5869683 - device mfg date 4/2022; expiration date 4/2026. 5848879 - device mfg date 5/2022; expiration date 5/2026.

Manufacturer narrative:
The used d1000 tego was confirmed to leak internally. Subsequent testing and disassembly found a tear at the top of the seal shoulder into the fluid path resulting in internal leakage. How, when, or where the seal was torn cannot be determined. The probable cause of the seal tear resulting in internal leakage is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg 10/4/2022.